Manufacturer narrative:
No sample received and no lot number provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the skin issue. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated.

Event description:
It was reported that an end user developed red and raw skin under the ostomy barrier. Redness started when he was discharged from the hospital on june 22. On july 5th he went to the ER for treatment. They prescribed nystatin powder. Today, three days later, the area is already improving.